Event description:
The physician attempted closure of the arteriotomy using a techstar xl 6 fr device. The physician achieved adequate mark and when he deployed the device the two needles presented in the hub. However, he could not retrieve the needles. Needle backdown was successful. The physician re-deployed the device and the posterior needle deflected into the pt's subcutaneous tissue. The anterior needle presented in the barrel. The anterior needle was retrieved. The physician removed the posterior needle with a tremendous amount of effort. The arteriotomy was closed with manual compression. The pt recovered with no incident.